Event description:
It was reported that the catheter had a crack 4 cm subcutaneous in the body. On (B)(6) 2025, the patient was admitted to the hospital for treatment of sigmoid colon cancer. During the infusion of fluids, the skin of the patient's arm appeared to be elevated and the patient complained of pain, so the medical staff considered it to be a leakage of the catheter. The infusion of fluids was stopped. The patient's contrast injection found that the catheter had a rupture after pulling the catheter. A new catheter was placed in order to complete treatment.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.